Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. Customer's blood glucose (bg) level was 50 mg/dl. The suspected cause of the low bg was unknown. The customer consumed juice to stabilize bg levels.